Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 120 mg/dl at the time of the call. The customer stated that they changed the batteries twice, but the issue was not resolved. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.